Event description:
It was reported that an asymptomatic patient presented to clinic during follow up with a device that was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy. The oversensing was noted on a real-time egm. Programming options were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.